Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the gray seal on the vh-3200 short port did not function properly. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The product is not available for evaluation. (B)(4).